Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high. This complaint was based on additional information obtained by the medical surveillance specialist (mss) during a follow up call on (B)(6) 2012. The patient stated that alleged issue started at 7:30 a.m on (B)(6) 2012. The patient reported managing her diabetes with glucophage (3 times/day), 52 units of humalog insulin before each meal, humalog extra units based on her blood glucose results before each meal and humalin nph at 6 p.m. Every day. The patient mentioned that she tests her blood glucose 9 times a day and that her normal blood glucose results are between 120-140 mg/dl. The patient reported that she continued her normal diabetes management despite the alleged issue starting. The patient stated that on an unspecified morning in 02/2012 the subject meter tested inaccurately high compared to her friends meter. The patient claimed that she obtained a blood glucose result of "148 mg/dl" on the subject meter and within 30 minutes obtained "29 mg/dl" on her friend's meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed that at the time she obtained the back to back blood glucose results she "felt sweaty, had a numb face, and her vision was blacked out," which she associated with low blood glucose. The patient informed the mss that she at a piece of toast with orange marmalade jam and felt better by the next morning. The patient informed the mss that she went to her doctor on (B)(6) 2012, because, she became concerned with after obtaining a number of high blood glucose results. The patient informed the mss that during the appointment her blood glucose was tested and a result of "168 mg/dl" was obtained on the doctor's meter. The patient also stated that her doctor adjusted her medication dose/regimen at her appointment. At the time of troubleshooting the cca noted that this was not the first time the patient was using the subject meter. The cca was unable to confirm if the issue started after the patient had replaced the battery and was also unable to confirm if the alleged issue was resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient claimed that she developed serious symptoms and required self treatment as a result of the alleged inaccurate high results. In addition, the two results being compared exceed lfs' accuracy specifications.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.